Event description:
The home pt (hp) using a homechoice system, contacted technical service rep (tsr) and reported that no fluid went into the hps drain container, instead it went inside the homechoice, on the table and floor. No pt injury or medical intervention was associated with this incident per the home pt's nurse.